Manufacturer narrative:
The full lead was returned, analyzed, and competitor stylet/guidewire was broken. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated damage during use. Visual analysis of the lead indicated the lead was stretched. The analyst noted that the competitor guidewire segment was stuck in the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after the competitor guidewire was inserted into the left ventricular (lv) lead, the physician tried to pull the wire out but struggled as it was very ¿tight¿. It was noted that part of the guidewire broke insidethe lead. The lv lead was not used and replaced. No patient complications have been reported as a result of this event.